Event description:
This is a report of a patient's locking titanium adapter that would not connect to the transfer set for use during dianeal therapy. The transfer set was replaced and the no issues were noted. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the locking titanium adapter was identified. As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.